Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of cervical dysplasia ("cin-2"), autoimmune thyroiditis ("hashimoto disease"), pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("vaginal bleeding") in a 32-year-old female patient who had essure (batch no. 768631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had hsg". The patient's previously administered products included for birth control: yasmin; for an unreported indication: nuvaring in 2006 and iud nos. Concurrent conditions included loop electrosurgical excision procedure since (B)(4)2011, hypermenorrhea and adenomyosis. In october 2010, the patient had essure inserted. In december 2010, the patient experienced depression ("depression,") with anxiety and fatigue, feeling abnormal ("brain fog"), weight increased ("weight gain"), joint injury ("right knee injuring") and eye swelling ("swelling to my eyes"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("left lower quadrant pain"). The patient was treated with colecalciferol (vitamin d), iron, levothyroxine sodium (levothyroxin), surgery (leep), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(4)2016. At the time of the report, the cervical dysplasia, autoimmune thyroiditis, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, depression, feeling abnormal, weight increased, joint injury, eye swelling and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal pain lower, autoimmune thyroiditis, depression, eye swelling, feeling abnormal, genital haemorrhage, joint injury, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially, consumer stated that essure caused many things. Auto immune disease, hashimoto disease diagnosed in 2012. She experienced anxiety, depression, took 4 different thyroid medications and 3 different depression medications. She also experienced brain fog, weight gain (and would lose it and then gain it right back), fatigue and could not work. She will probably have to have a hysterectomy (plans to have it removed if insurance would pay). She also reported swelling eyes.she went to gastroentologist and started on iron and vitamin d supplements. She was on iron infusions, was taking weight loss pills and tirosint for the hashimotos disease. She also mentioned that she had an MRI (magnetic resonance imaging) to her right knee after injuring it. Physician then reported she was seen on (B)(4)2011 for colposcopy and was told to schedule hsg. On (B)(4)2011 she was seen for leep (loop electrosurgical excision procedure) ¿ cin 2 (cervical intraepithelial neoplasia). Physician did not have any records of any visit after that (she did not show for appointment on (B)(4)2011). So, he was unable to verify any adverse event (thus events medically not confirmed). It appears she sought care from another provider. In follow up report via lawyer the mentioned events were: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(4)2016, supracervical hysterectomy and bilateral salpingectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(4)2011: cin2 hysterosalpingogram - on (B)(4)2011: total bilateral occlusion nuclear magnetic resonance imaging - on (B)(4)2011: right knee injury on (B)(4)2016, findings revealed slightly enlarged uterus due to adenomyosis. Both fallopian tubes looked normal except for the indurated proximal portions due to the coils. Both ovaries looked normal size with normal functional structures. There were no adhesions. Quality-safety evaluation of ptc: ptc global number (B)(4) /1 lot number 758631, manufacturing date jul-2010, expiration date jul-2013 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(4)2018: lot number was updated to be 768631. Concomitant conditions and lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), cervical dysplasia ("cin-2"), autoimmune thyroiditis ("hashimoto disease"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("vaginal bleeding") in a 32-year-old female patient who had essure (batch no. 768631, 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had hsg". The patient's previously administered products included for birth control: yasmin; for an unreported indication: nuvaring in 2006 and iud nos. Concurrent conditions included loop electrosurgical excision procedure since (B)(6) 2011, hypermenorrhea and adenomyosis. Concomitant products included levothyroxine sodium and phentermine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") with anxiety and fatigue, feeling abnormal ("brain fog"), weight increased ("weight gain"), joint injury ("right knee injuring") and eye swelling ("swelling to my eyes"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("left lower quadrant pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with colecalciferol (vitamin d), iron, levothyroxine sodium (levothyroxin), surgery (partial hysterectomy with bilateral salpingectomy), surgery (leep) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, dysmenorrhoea, dyspareunia and alopecia had resolved and the cervical dysplasia, autoimmune thyroiditis, menorrhagia, vaginal haemorrhage, feeling abnormal, weight increased, joint injury, eye swelling and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, depression, dysmenorrhoea, dyspareunia, eye swelling, feeling abnormal, genital haemorrhage, joint injury, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially, consumer stated that essure caused many things. Auto immune disease, hashimoto disease diagnosed in 2012. She experienced anxiety, depression, took 4 different thyroid medications and 3 different depression medications. She also experienced brain fog, weight gain (and would lose it and then gain it right back), fatigue and could not work. She will probably have to have a hysterectomy (plans to have it removed if insurance would pay). She also reported swelling eyes.she went to gastroentologist and started on iron and vitamin d supplements. She was on iron infusions, was taking weight loss pills and tirosint for the hashimotos disease. She also mentioned that she had an MRI (magnetic resonance imaging) to her right knee after injuring it. Physician then reported she was seen on (B)(6) 2011 for colposcopy and was told to schedule hsg. On (B)(6) 2011 she was seen for leep (loop electrosurgical excision procedure) ¿ cin 2 (cervical intraepithelial neoplasia). Physician did not have any records of any visit after that (she did not show for appointment on (B)(6) 2011). So, he was unable to verify any adverse event (thus events medically not confirmed). It appears she sought care from another provider. In follow up report via lawyer the mentioned events were: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(6) 2016, supracervical hysterectomy and bilateral salpingectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2011: cin2 hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion nuclear magnetic resonance imaging - on (B)(6) 2011: right knee injury on (B)(6) 2016, findings revealed slightly enlarged uterus due to adenomyosis. Both fallopian tubes looked normal except for the indurated proximal portions due to the coils. Both ovaries looked normal size with normal functional structures. There were no adhesions. Quality-safety evaluation of ptc: ptc global number (B)(4). Lot number 758631, manufacturing date jul-2010, expiration date jul-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. New events added- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and hair loss. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), cervical dysplasia ("cin-2"), autoimmune thyroiditis ("hashimoto disease"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("vaginal bleeding") in a 32-year-old female patient who had essure (batch no. 768631-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had hsg". The patient's previously administered products included for birth control: yasmin; for an unreported indication: nuvaring in 2006 and iud nos. Concurrent conditions included loop electrosurgical excision procedure since (B)(6) 2011, hypermenorrhea and adenomyosis. Concomitant products included levothyroxine sodium and phentermine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") with anxiety and fatigue, feeling abnormal ("brain fog"), weight increased ("weight gain"), joint injury ("right knee injuring") and eye swelling ("swelling to my eyes"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("left lower quadrant pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with colecalciferol (vitamin d), iron, levothyroxine sodium (levothyroxin), surgery (partial hysterectomy with bilateral salpingectomy), surgery (leep) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, dysmenorrhoea, dyspareunia and alopecia had resolved and the cervical dysplasia, autoimmune thyroiditis, menorrhagia, vaginal haemorrhage, feeling abnormal, weight increased, joint injury, eye swelling and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, depression, dysmenorrhoea, dyspareunia, eye swelling, feeling abnormal, genital haemorrhage, joint injury, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially, consumer stated that essure caused many things. Auto immune disease, hashimoto disease diagnosed in 2012. She experienced anxiety, depression, took 4 different thyroid medications and 3 different depression medications. She also experienced brain fog, weight gain (and would lose it and then gain it right back), fatigue and could not work. She will probably have to have a hysterectomy (plans to have it removed if insurance would pay). She also reported swelling eyes.she went to gastroentologist and started on iron and vitamin d supplements. She was on iron infusions, was taking weight loss pills and tirosint for the hashimotos disease. She also mentioned that she had an MRI (magnetic resonance imaging) to her right knee after injuring it. Physician then reported she was seen on (B)(6) 2011 for colposcopy and was told to schedule hsg. On (B)(6) 2011 she was seen for leep (loop electrosurgical excision procedure) ¿ cin 2 (cervical intraepithelial neoplasia). Physician did not have any records of any visit after that (she did not show for appointment on (B)(6) 2011). So, he was unable to verify any adverse event (thus events medically not confirmed). It appears she sought care from another provider. In follow up report via lawyer the mentioned events were: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(6) 2016, supracervical hysterectomy and bilateral salpingectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2011: cin2 hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion nuclear magnetic resonance imaging - on (B)(6) 2011: right knee injury on (B)(6) 2016, findings revealed slightly enlarged uterus due to adenomyosis. Both fallopian tubes looked normal except for the indurated proximal portions due to the coils. Both ovaries looked normal size with normal functional structures. There were no adhesions. Quality-safety evaluation of ptc: ptc global number (B)(4). Lot number 758631, manufacturing date jul-2010, expiration date jul-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 27-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case report was received from a consumer then from a physician in the united states (without assessment, thus not medically confirmed). Then this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), autoimmune thyroiditis ("hashimoto disease") and cervical dysplasia ("cin-2") in a (B)(6) year-old female patient who received essure (batch no. 758631) for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had hsg". The patient's concurrent conditions included loop electrosurgical excision procedure. On (B)(6) 2010, the patient started essure. In (B)(6) 2010, the patient experienced depression ("depression,") with anxiety and fatigue, feeling abnormal ("brain fog"), weight increased ("weight gain"), eye swelling ("swelling to my eyes") and joint injury ("right knee injuring"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), cervical dysplasia (seriousness criterion medically significant) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with colecalciferol (vitamin d), iron, levothyroxine sodium (tirosint), surgery (leep for cin-2), surgery (supracervical hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, autoimmune thyroiditis, cervical dysplasia, depression, feeling abnormal, weight increased, eye swelling, joint injury and menorrhagia outcome was unknown. The reporter considered pelvic pain, autoimmune thyroiditis, depression, feeling abnormal, weight increased, eye swelling, joint injury and menorrhagia to be related to essure. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter commented: initially consumer stated that essure caused many things. Auto immune disease, hashimoto disease diagnosed in 2012. She experienced anxiety, depression, took 4 different thyroid medications and 3 different depression medications. She also experienced brain fog, weight gain (and would lose it and then gain it right back), fatigue and could not work. She will probably have to have a hysterectomy (plans to have it removed if insurance would pay). She also reported swelling eyes.she went to gastroenterologist and started on iron and vitamin d supplements. She was on iron infusions, was taking weight loss pills and tirosint for the hashimotos disease. She also mentioned that she had an MRI (magnetic resonance imaging) to her right knee after injuring it. Physician then reported she was seen on (B)(6) 2011 for colposcopy and was told to schedule hsg. On (B)(6) 2011 she was seen for leep (loop electrosurgical excision procedure) - cin 2 (cervical intraepithelial neoplasia). Physician did not have any records of any visit after that (she did not show for appointment on (B)(6) 2011). So, he was unable to verify any adverse event (thus events medically not confirmed). It appears she sought care from another provider. In follow up report via lawyer, the mentioned events were: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(6) 2016, supracervical hysterectomy and bilateral salpingectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: colposcopy result was cin2 and nuclear magnetic resonance imaging result was right knee injury. Quality-safety evaluation of ptc: lot number: 758631; production date: jul-2010; expiration date: jul-2013. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 17-feb-2017: now reported via lawyer: essure implanted for permanent contraception on (B)(6) 2010 (previously rep.:11-nov-2010), reported events via lawyer: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(6) 2016, supracervical hysterectomy and bilateral salpingectomy were performed. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with hashimoto disease and cin2 (cervical intraepithelial neoplasia grade 2). She also reported chronic pelvic pain. Coils were removed approximately 5 years after insertion. Pelvic pain is anticipated in the reference safety information for essure while hashimoto disease and cin2 are unanticipated. Cervical dysplasia refers to premalignant squamous changes of the cervix also known as cervical intraepithelial neoplasia (cin). The major cause of cin is chronic infection of the cervix with the (B)(6). In this particular case, patient was treated for cervical dysplasia 3 months after essure insertion. Considering cervical dysplasia pathophysiology, the reported event was considered unrelated to essure therapy. The same assessment is given for hashimoto disease (considering its nature and the local effect of essure in the fallopian tubes). Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (supracervical hysterectomy and bilateral salpingectomy). Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. An update of product technical complains is expected. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), menorrhagia ('excessive and abnormal bleeding during menstruation'), cervical dysplasia ('cin-2') and autoimmune thyroiditis ('hashimoto disease') in a 32-year-old female patient who had essure (batch no. 768631-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had hsg". The patient's previously administered products included for birth control: yasmin; for an unreported indication: nuvaring and iud nos. Concurrent conditions included loop electrosurgical excision procedure since (B)(6) 2011, hypermenorrhea and adenomyosis. Concomitant products included levothyroxine sodium and phentermine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") with anxiety and fatigue, feeling abnormal ("brain fog"), joint injury ("right knee injuring") and eye swelling ("swelling to my eyes") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and abdominal pain lower ("left lower quadrant pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), asthenia ("feel weak"), myalgia ("muscle pain"), back pain ("back pain"), abdominal distension ("bloating"), arthralgia ("joint pain"), uterine spasm ("uterine cramping"), libido decreased ("low libido") and toothache ("teeth throbbing"). The patient was treated with iron, levothyroxine sodium (levothyroxin), vitamin d nos (vitamin d) and surgery (ablation, leep and partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, dysmenorrhoea, dyspareunia and alopecia had resolved and the menorrhagia, cervical dysplasia, autoimmune thyroiditis, vaginal haemorrhage, feeling abnormal, weight increased, joint injury, eye swelling, abdominal pain lower, myalgia, back pain, abdominal distension, arthralgia, uterine spasm, libido decreased and toothache outcome was unknown. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, asthenia, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, eye swelling, feeling abnormal, genital haemorrhage, joint injury, libido decreased, menorrhagia, myalgia, pelvic pain, toothache, uterine spasm, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially, consumer stated that essure caused many things. Auto immune disease, hashimoto disease diagnosed in 2012. She experienced anxiety, depression, took 4 different thyroid medications and 3 different depression medications. She also experienced brain fog, weight gain (and would lose it and then gain it right back), fatigue and could not work. She will probably have to have a hysterectomy (plans to have it removed if insurance would pay). She also reported swelling eyes.she went to gastroentologist and started on iron and vitamin d supplements. She was on iron infusions, was taking weight loss pills and tirosint for the hashimotos disease. She also mentioned that she had an MRI (magnetic resonance imaging) to her right knee after injuring it. Physician then reported she was seen on (B)(6) 2011 for colposcopy and was told to schedule hsg. On (B)(6) 2011 she was seen for leep (loop electrosurgical excision procedure) ¿ cin 2 (cervical intraepithelial neoplasia). Physician did not have any records of any visit after that (she did not show for appointment on (B)(6) 2011). So, he was unable to verify any adverse event (thus events medically not confirmed). It appears she sought care from another provider. In follow up report via lawyer the mentioned events were: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(6) 2016, supracervical hysterectomy and bilateral salpingectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2011: results: cin2. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2011: results: right knee injury. Diagnostic results: on (B)(6) 2016, findings revealed slightly enlarged uterus due to adenomyosis. Both fallopian tubes looked normal except for the indurated proximal portions due to the coils. Both ovaries looked normal size with normal functional structures. There were no adhesions. Quality-safety evaluation of ptc: ptc global number (B)(4), lot number 758631, manufacturing date jul-2010, expiration date jul-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events feel weak, muscle pain, back pain, bloating, joint pain, uterine cramping, low libido and teeth throbbing. Events genital bleeding and vaginal haemorrhage were updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), autoimmune thyroiditis ("hashimoto disease") and cervical dysplasia ("cin-2") in a 32-year-old female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had hsg". The patient's previously administered products included for an unreported indication: nuvaring in 2006 and iud nos. Concurrent conditions included loop electrosurgical excision procedure since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression,") with anxiety and fatigue, feeling abnormal ("brain fog"), weight increased ("weight gain"), eye swelling ("swelling to my eyes") and joint injury ("right knee injuring"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding ") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with colecalciferol (vitamin d), iron, levothyroxine sodium (levothyroxin), surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery (leep). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, autoimmune thyroiditis, cervical dysplasia, depression, feeling abnormal, weight increased, eye swelling, joint injury, genital haemorrhage, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal pain lower, autoimmune thyroiditis, depression, eye swelling, feeling abnormal, genital haemorrhage, joint injury, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially, consumer stated that essure caused many things. Auto immune disease, hashimoto disease diagnosed in 2012. She experienced anxiety, depression, took 4 different thyroid medications and 3 different depression medications. She also experienced brain fog, weight gain (and would lose it and then gain it right back), fatigue and could not work. She will probably have to have a hysterectomy (plans to have it removed if insurance would pay). She also reported swelling eyes. She went to gastroentologist and started on iron and vitamin d supplements. She was on iron infusions, was taking weight loss pills and tirosint for the hashimotos disease. She also mentioned that she had an MRI (magnetic resonance imaging) to her right knee after injuring it. Physician then reported she was seen on (B)(6) 2011 for colposcopy and was told to schedule hsg. On (B)(6) 2011 she was seen for leep (loop electrosurgical excision procedure) ¿ cin 2 (cervical intraepithelial neoplasia). Physician did not have any records of any visit after that (she did not show for appointment on (B)(6) 2011). So, he was unable to verify any adverse event (thus events medically not confirmed). It appears she sought care from another provider. In follow up report via lawyer the mentioned events were: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(6) 2016, supracervical hysterectomy and bilateral salpingectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2011: cin2. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2011: right knee injury. Quality-safety evaluation of ptc: ptc global number (B)(6). Lot number 758631, manufacturing date jul-2010, expiration date jul-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 27-feb-2018: plantiff fact sheet received. Events abnormal bleeding, vaginal bleeding, lower abdominal pain are added. Historical drugs are added. Lab data updated. Concomitant conditions were added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), menorrhagia ('excessive and abnormal bleeding during menstruation'), cervical dysplasia ('cin-2') and autoimmune thyroiditis ('hashimoto disease') in a 32-year-old female patient who had essure (batch no. 768631-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had hsg". The patient's previously administered products included for birth control: yasmin; for an unreported indication: nuvaring and iud nos. Concurrent conditions included loop electrosurgical excision procedure since (B)(6) 2011, hypermenorrhea and adenomyosis. Concomitant products included levothyroxine sodium and phentermine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") with anxiety and fatigue, feeling abnormal ("brain fog"), joint injury ("right knee injuring") and eye swelling ("swelling to my eyes") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and abdominal pain lower ("left lower quadrant pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), asthenia ("feel weak"), myalgia ("muscle pain"), back pain ("back pain"), abdominal distension ("bloating"), arthralgia ("joint pain"), uterine spasm ("uterine cramping"), libido decreased ("low libido") and toothache ("teeth throbbing"). The patient was treated with iron, levothyroxine sodium (levothyroxin), vitamin d nos (vitamin d) and surgery (ablation, leep and partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, dysmenorrhoea, dyspareunia and alopecia had resolved and the menorrhagia, cervical dysplasia, autoimmune thyroiditis, vaginal haemorrhage, feeling abnormal, weight increased, joint injury, eye swelling, abdominal pain lower, myalgia, back pain, abdominal distension, arthralgia, uterine spasm, libido decreased and toothache outcome was unknown. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, asthenia, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, eye swelling, feeling abnormal, genital haemorrhage, joint injury, libido decreased, menorrhagia, myalgia, pelvic pain, toothache, uterine spasm, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially, consumer stated that essure caused many things. Auto immune disease, hashimoto disease diagnosed in 2012. She experienced anxiety, depression, took 4 different thyroid medications and 3 different depression medications. She also experienced brain fog, weight gain (and would lose it and then gain it right back), fatigue and could not work. She will probably have to have a hysterectomy (plans to have it removed if insurance would pay). She also reported swelling eyes. She went to gastroentologist and started on iron and vitamin d supplements. She was on iron infusions, was taking weight loss pills and tirosint for the hashimotos disease. She also mentioned that she had an MRI (magnetic resonance imaging) to her right knee after injuring it. Physician then reported she was seen on (B)(6) 2011 for colposcopy and was told to schedule hsg. On (B)(6) 2011 she was seen for leep (loop electrosurgical excision procedure) ¿ cin 2 (cervical intraepithelial neoplasia). Physician did not have any records of any visit after that (she did not show for appointment on 11-aug-2011). So, he was unable to verify any adverse event (thus events medically not confirmed). It appears she sought care from another provider. In follow up report via lawyer the mentioned events were: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(6) 2016, supracervical hysterectomy and bilateral salpingectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2011: results: cin2. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2011: results: right knee injury. Diagnostic results: on (B)(6) 2016, findings revealed slightly enlarged uterus due to adenomyosis. Both fallopian tubes looked normal except for the indurated proximal portions due to the coils. Both ovaries looked normal size with normal functional structures. There were no adhesions. Quality-safety evaluation of ptc: ptc global number (B)(4). Lot number 758631, manufacturing date jul-2010, expiration date jul-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events feel weak, muscle pain, back pain, bloating, joint pain, uterine cramping, low libido and teeth throbbing. Events genital bleeding and vaginal haemorrhage were updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of cervical dysplasia ("cin-2"), autoimmune thyroiditis ("hashimoto disease"), pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("vaginal bleeding") in a 32-year-old female patient who had essure (batch no. 758631, 765631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had hsg". The patient's previously administered products included for birth control: yasmin; for an unreported indication: nuvaring in 2006 and iud nos. Concurrent conditions included loop electrosurgical excision procedure since (B)(6)2011. In october 2010, the patient had essure inserted. In december 2010, the patient experienced depression ("depression,") with anxiety and fatigue, feeling abnormal ("brain fog"), weight increased ("weight gain"), joint injury ("right knee injuring") and eye swelling ("swelling to my eyes"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("left lower quadrant pain"). The patient was treated with colecalciferol (vitamin d), iron, levothyroxine sodium (levothyroxin), surgery (leep), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on 29-apr-2016. At the time of the report, the cervical dysplasia, autoimmune thyroiditis, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, depression, feeling abnormal, weight increased, joint injury, eye swelling and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal pain lower, autoimmune thyroiditis, depression, eye swelling, feeling abnormal, genital haemorrhage, joint injury, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially, consumer stated that essure caused many things. Auto immune disease, hashimoto disease diagnosed in 2012. She experienced anxiety, depression, took 4 different thyroid medications and 3 different depression medications. She also experienced brain fog, weight gain (and would lose it and then gain it right back), fatigue and could not work. She will probably have to have a hysterectomy (plans to have it removed if insurance would pay). She also reported swelling eyes.she went to gastroentologist and started on iron and vitamin d supplements. She was on iron infusions, was taking weight loss pills and tirosint for the hashimotos disease. She also mentioned that she had an MRI (magnetic resonance imaging) to her right knee after injuring it. Physician then reported she was seen on (B)(6)2011for colposcopy and was told to schedule hsg. On 10-feb-2011 she was seen for leep (loop electrosurgical excision procedure) ¿ cin 2 (cervical intraepithelial neoplasia). Physician did not have any records of any visit after that (she did not show for appointment on 11-aug-2011). So, he was unable to verify any adverse event (thus events medically not confirmed). It appears she sought care from another provider. In follow up report via lawyer the mentioned events were: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(6)2016, supracervical hysterectomy and bilateral salpingectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6)2011: cin2 hysterosalpingogram - on (B)(6)2011: total bilateral occlusion nuclear magnetic resonance imaging - on (B)(6)2011: right knee injury quality-safety evaluation of ptc: ptc global number (B)(4). Lot number 758631, manufacturing date jul-2010, expiration date jul-2013 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(6)2018: mr received: other relevant history and second lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), autoimmune thyroiditis ("hashimoto disease") and cervical dysplasia ("cin-2") in a (B)(6) female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had hsg." The patient's concurrent conditions included loop electrosurgical excision procedure since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression,") with anxiety and fatigue, feeling abnormal ("brain fog"), weight increased ("weight gain"), eye swelling ("swelling to my eyes") and joint injury ("right knee injuring"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with colecalciferolxxx (vitamin d), iron, levothyroxine sodium (levothyroxin), surgery (supracervical hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (leep). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, cervical dysplasia, depression, feeling abnormal, weight increased, eye swelling, joint injury and menorrhagia outcome was unknown. The reporter considered autoimmune thyroiditis, depression, eye swelling, feeling abnormal, joint injury, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter commented: initially, consumer stated that essure caused many things. Auto immune disease, hashimoto disease diagnosed in 2012. She experienced anxiety, depression, took 4 different thyroid medications and 3 different depression medications. She also experienced brain fog, weight gain (and would lose it and then gain it right back), fatigue and could not work. She will probably have to have a hysterectomy (plans to have it removed if insurance would pay). She also reported swelling eyes.she went to gastroentologistxxx and started on iron and vitamin d supplements. She was on iron infusions, was taking weight loss pills and tirosintxxx for the hashimotos disease. She also mentioned that she had an MRI (magnetic resonance imaging) to her right knee after injuring it. Physician then reported she was seen on (B)(6) 2011 for colposcopy and was told to schedule hsg. On (B)(6) 2011, she was seen for leep (loop electrosurgical excision procedure) - cin 2 (cervical intraepithelial neoplasia). Physician did not have any records of any visit after that (she did not show for appointment on (B)(6) 2011). So, he was unable to verify any adverse event (thus events medically not confirmed). It appears she sought care from another provider. In follow up report via lawyer the mentioned events were: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(6) 2016, supracervical hysterectomy and bilateral salpingectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2011: cin2. Nuclear magnetic resonance imaging - on (B)(6) 2011: right knee injury . Quality-safety evaluation of ptc: ptc global number (B)(4). Lot number 758631, manufacturing date jul-2010, expiration date jul-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with hashimoto disease and cin2 (cervical intraepithelial neoplasia grade 2). She also reported chronic pelvic pain. Coils were removed approximately 5 years after insertion. Pelvic pain is anticipated in the reference safety information for essure while hashimoto disease and cin2 are unanticipated. Cervical dysplasia refers to premalignant squamous changes of the cervix also known as cervical intraepithelial neoplasia (cin). The major cause of cin is chronic infection of the cervix with the sexually transmitted human papillomavirus (hpv). In this particular case, patient was treated for cervical dysplasia 3 months after essure insertion. Considering cervical dysplasia pathophysiology, the reported event was considered unrelated to essure therapy. The same assessment is given for hashimoto disease (considering its nature and the local effect of essure in the fallopian tubes). Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (supracervical hysterectomy and bilateral salpingectomy). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. No active follow-up is allowed and further information is expected only through litigation process.